Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. The alarm occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-49 alarm. The cause of the condition was determined to be incorrect device configuration. To correct the condition, the device configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.